Event description:
I purchased a box of bandages at (B)(6) and after using a few of them I opened one that appears to have a blood stain on it. It looks like a used bandage and it was sealed in the wrapper just like the other bandages in the box.. I am concerned that other bandages in the box, including ones that I used on some open cuts may be contaminated. I don't know if the one bandage is contaminated with blood or some other substance. It appears to be blood. I contacted (B)(6) and they referred me to the bandage manufacturer. After exchanging emails with the manufacturer they only want to send the bandage and the remaining bandages in the box back to them. I asked what tests they would do but they will not say. I still have the contaminated bandage and the others from the box that I did not already use.